Manufacturer narrative:
Novocure medical opinion is that the possibility that carrying the optune device may have contributed to the back pain cannot be ruled out. Back pain is an expected event with optune gio device use (ef-11 2% and 10% ef-14 optune arm).

Event description:
A 45-year-old female patient with newly diagnosed glioblastoma (gbm) therapy on (B)(6) 2026. On (B)(6) 2026, the patient notified novocure that she had experienced localized back pain beginning on (B)(6) 2026, which she attributed to carrying the device over her shoulder. She reported she had no prior history of back pain before initiating optune gio therapy. According to the patient, the weight of the device caused an imbalance, forcing her to lean to one side, resulting in the onset of the pain. She indicated that the event was a directly associated with use of the device and its method of transport. The patient sought evaluation and treatment from an osteopath, which resulted in effective pain relief. She remained on optune gio therapy at the time of the report. Attempts were made to contact the prescribing physician; however, no response was received to date.